Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Through communication/interviews with the reporter, completed by olympus technical support, it was learned that the reported problem no longer occurred after the user disconnected and connected the cables from the olympus clv-180. The reporter communicated to technical support that the lamp hour meter indicated "500 hours. " a root cause could not be conclusively determined, however, based on the lamp hour meter reading of 500 hours, the likely cause is related to maintenance. The instructions for use contain the following statement: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one....

Event description:
A user facility reported to olympus that their spare lamp light was illuminated when using the device. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The following description is given in the instruction manual in how to respond when the emergency lamp lights up: "if the emergency lamp indicator lights up, turn the light source off and then on again and try to ignite the examination lamp again. If the emergency lamp indicator still lights up, replace the examination lamp with a new one as described....."